Event description:
It was reported that during an afib procedure, all ECG signals were flat lined and that it appeared that electrical signal came to the patient. Upon follow up, bwi received the information on (B)(6) 2012 (which changed the alert date) that showed when the physician connected the interface cable to the smart touch catheter, the patient was feeling pain in the chest and by disconnecting the smart touch catheter the patient said that the pain was gone. The physician assumed that there was a leak-current from smart touch catheter to the patient therefore the physician stopped the carto procedure and finished the procedure without the carto. After checking the used products they found that they used the wrong interface cable.

Manufacturer narrative:
Product investigation will not be performed since we were notified by the bwi field representative that the product was discarded. Since no lot number was provided, no device history record review could be performed. (B)(4).

Manufacturer narrative:
The concomitant products: smart touch bidirectional, model# d-1327-00-s, lot # unknown (not FDA approved). (B)(4) are related to the same event.